Manufacturer narrative:
Device display properly and audio or beep feature properly. No missing segment or partial display or audio or beep anomaly noted during testing. No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio anomaly and customer was not able to hear any sound. The customer¿s blood glucose level was 159 mg/dl. The customer also reported that the screen was not as bright, display of the screen was significantly dim and insulin pump received 3-4 motor error notices within the past 30 days. The insulin pump will be returned for analysis.